Event description:
It was reported that after receiving a software update, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer. The patient was able to send a manual transmission which indicated there was nothing wrong with the s-ICD. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.